Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Results: results pending completion of evaluation; conclusions: conclusion not yet available-evaluation in progress.

Event description:
It was reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during prime, the tubing that connects the purge line from the outlet of the oxygenator gets disconnected. Product was changed out; no patient involvement; procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 14, 2017. (B)(4). The returned sample was visually inspected upon receipt. It was confirmed that the pigtail line was detached from the oxygenator arterial port. A portion of the tubing from this line was still bonded within the port, and the surface of the tubing appeared sheared. No other visual anomalies were noted on the device. A retention sample from the same product code/lot number combination was visually inspected and it was confirmed that the pigtail line was properly bonded to the port and attached without damage. All capiox units are 100% visually inspected at several points in the production process. It is likely that the line was damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.